Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would continuously reset. Functional testing and data download were unable to be performed. Pairing test was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log was downloaded directly from the ui pcba board. The reported event of loss of connection was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.